Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the starclose was deployed but failed to achieve hemostasis. The clip was noted to have delivered on the skin. The physician removed the clip by an unknown method. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional info available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.